Manufacturer narrative:
The subject device was received and evaluated. Device evaluation confirmed the reported issue of "no image. The reported issue was reproduced. Device evaluation , service repair noted images cannot be obtained due to damage to the imaging unit caused by external factors. No image displayed due to abrasion of the electrical contact of the video connector due to external factors. Furthermore, the following defects were identified during device inspection: the operating part angle fixing part noted loose. Scratches found on the video connector due to external factors scratches found on the operation part due to external factors. Scratches on the lg cover glass surface due to external factors observed. Scratches found on the lg connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "no image". The issue found during an unknown event. No harm reported. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.